Event description:
No new information.

Manufacturer narrative:
The complaint of a damaged catheter was confirmed; however, the root cause could not be determined. One 24g insyte autoguard was provided for investigation. A microscopic examination of the catheter tip revealed that it was acceptable; however, the catheter tubing was breached near the tip. The tubing may have been punctured by the needle. As the device had been removed from the packaging and manipulated, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. Manufacturing controls are in place to mitigate the occurrence of this type of failure during assembly. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Piv attempt made, once catheter was removed, it was noted to be frayed at the end of the site. Date of occurrence: on (B)(6) 2025. Was there patient harm? No. The patient had to be stuck a second time due to a frayed tip on the catheter.